Event description:
A customer observed false negative hbsag results on one patient sample. Positive results were obtained using an alternate method. No patient results were reported. False negative hbsag results could present a risk to public health. There was no report of patient harm as a result of this event.